Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination revealed that multiple hypotube kinks were found and a shaft break at 56cm distal to the distal end of the strain relief. No issues identified with the outer / mid-shaft sections or the inner lumen of the device. A detailed microscopic examination of the balloon noted that the balloon was subjected to positive pressure however no damage was observed to the balloon material. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No issues identified with the tip. A microscopic examination of the proximal and distal markerbands identified no damage.

Event description:
It was reported that the push rod was fractured. The 80% stenosed target lesion was located in the severely calcified middle part left circumflex artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the push rod shaft part of the balloon was fractured when the device entered the patient. The device was completely removed from the patient's body by simply pulling it out as a whole and the procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Event description:
It was reported that the push rod was fractured. The 80% stenosed target lesion was located in the severely calcified middle part left circumflex artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the push rod shaft part of the balloon was fractured when the device entered the patient. The device was completely removed from the patient's body by simply pulling it out as a whole and the procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination revealed that multiple hypotube kinks were found and a shaft break at 56cm distal to the distal end of the strain relief. No issues identified with the outer / mid-shaft sections or the inner lumen of the device. A detailed microscopic examination of the balloon noted that the balloon was subjected to positive pressure however no damage was observed to the balloon material. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No issues identified with the tip. A microscopic examination of the proximal and distal markerbands identified no damage.

Event description:
It was reported that the push rod was fractured. The 80% stenosed target lesion was located in the severely calcified middle part left circumflex artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the push rod shaft part of the balloon was fractured when the device entered the patient. The device was completely removed from the patient's body by simply pulling it out as a whole and the procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure. It was further reported that, the correct size of the wolverine coronary cutting balloon is 10mmx2.50mm.